Manufacturer narrative:
Concomitant medical products: product ID: 8596sc; serial#: (B)(4); implanted: (B)(6) 2013; explanted: (B)(6) 2020; product type: catheter. Product ID: 8596; serial#: (B)(4); implanted: (B)(6) 2008; explanted: (B)(6) 2020; product type: catheter. Product ID: 8709sc; lot# n151258013 ; implanted: (B)(6) 2008; explanted: (B)(6) 2020; product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company representative regarding a patient receiving baclofen via intrathecal infusion pump for intractable spasticity. It was reported the patient had system explant due to pump pocket site infection. It was unknown if any diagnostics, or interventions were performed. The system had not been replaced, but would be in the future. The issue was resolved at the time of the event. The patient¿s status was unknown.